Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that the as lvp 20d 2ss cv infused sodium phosphate too quickly during use. The following information was provided by the initial reporter: ""I'm emailing to report a new suspected over-infusion or back check valve failure:" "secondary infusion of sodium phosphate infused much faster than expected" d.1. Medical device brand name: as lvp 20d 2ss cv. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Medical device catalog#: 2420-0007. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). G.4. PMA / 510(k)#: k944320. H.6. Investigation: one sample was returned for investigation. The set was primed with saline and a bd secondary set filled with blue dye water was attached. The sets were allowed to free flow. Blue dye was observed to go up the primary set. The customer complaint that there is a suspected over-infusion or back check valve failure was verified. The back check valve was sent to the supplier and they were unable to determine a root cause. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that the as lvp 20d 2ss cv infused sodium phosphate too quickly during use. The following information was provided by the initial reporter: ""I'm emailing to report a new suspected over-infusion or back check valve failure:" "secondary infusion of sodium phosphate infused much faster than expected"

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ pump set infused sodium phosphate too quickly during use. The following information was provided by the initial reporter: ""I'm emailing to report a new suspected over-infusion or back check valve failure:" "secondary infusion of sodium phosphate infused much faster than expected."